Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic pelvic organ prolapse, a cystocele, a rectocele, vaginal vault prolapse, and an enterocele. The patient underwent the concurrent procedures of a vaginal vault prolapse anterior/posterior repair with graft, sacrospinous ligament fixation, and cystoscopy during mesh implantation on (B)(6) 2008. During the cystoscopy a bladder tumor was noted at this time. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.